Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va13hcj, implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that the patient believed something was wrong with their implant. The patient was instructed by the manufacturer representative post-operatively to turn the implantable neurostimulator (ins) on. With the trial the patient felt stimulation/fluttering in the bicycle seat area and with the permanent implant felt a clicking/stinging sensation instead of fluttering and it was felt in the patient's center of back, not in the bicycle seat region. The patient had stimulation in the wrong location. The patient was not feeling any fluttering at all in any part. The felt a clicking sensation, like when they turned a stove on and it went click, click, click and then the gas came on. This had been since implant on (B)(6) 2016. On (B)(6) 2016, the patient noticed swelling had gone down so they felt around the implantable neurostimulator (ins) area and could feel the ins and it was sticking out of their back. Where the hole was right next to that, the patient felt the lead wire and it went out to the left, instead of going down. The patient was instructed to stay on program 2 with stimulation set at 1.0v because if they went any higher than that, it was uncomfortable. The patient attempted to contact their health care provider's (hcp's) office, but their hcp had been out of town and was still out of town this week. The patient did have a post-operative appointment, but didn't want to wait that long to get their issues addressed. The patient would follow-up with their hcp. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.